Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller asked if they could get their recharger replaced. Caller reported that about 6 months ago they started using the recharging equipment for both implants because the one for their left side quit working, quit recognizing implant more than 6 months ago. Patient was able to charge with their second set of equipment but this recharger never connects anymore. No visible damage was seen. Agent asked to clarify what caller meant by it quit working, but caller just said it wouldn't work anymore. Caller noted they had called into customer service and was told to just use the same recharger for both implants which they didn't appreciate. Caller stated that since using the same recharger on both sides, the working recharger started getting awfully warm when in use. Caller added that it has recently started taking longer and longer to charge as well, so they're worried the working recharger is about to quit. Caller requested that they please get their rechargers replaced. A request was sent to repair to replace the rechargers. Additional information was received from a patient regarding an external device. The reason for call was caller stated that they were charging their implant last night and the implant got up to 90% but then all of a sudden they got a message that said system error call medtronic. Caller stated the controller wouldn't let them shut it off or do anything. Caller added that they tried plugging the controller into the ac power supply but it wouldn't do anything. Caller noted the message had been on the screen still this morning, but now the controller is blank and unresponsive. Agent walked caller through removing the battery pack and plugging controller in to the ac power supply; confirmed controller powers on. Caller inserted the battery pack but the controller did not show a percentage or the green flashing light. Agent had caller check the battery connection pins and try re-inserting the battery pack, but the controller was not recognizing the battery pack. Caller tried inserting the battery pack from their other controller, and the controller showed a battery level of 100% and recharging. Caller stated the implant was at 80%. The issue was not resolved. A request was sent to repair to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. H3: analysis of the returned recharger indicated that the complaint was unverified. Analysis found no issues with the rtm finding the ins and it was noted that it did not get hot after running it for 10 minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.